Event description:
Boston scientific received information that during the routine device change out for normal battery depletion, the right ventricular (rv) lead and right atrial (ra) lead would not release from the header. The physician elected to cut and abandoned the leads. A successful implant of a new right ventricular (rv) lead. The physician elected not to implant an right atrial (ra) lead because of the patient's chronic atrial fibrillation (af). There were no adverse patient effects.

Manufacturer narrative:
This lead was cut and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.